Event description:
The customer reported that the device failed calibration. It was reported there was no patient involvement.

Manufacturer narrative:
Additional information: d10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07aug2013 to the present date 07dec2020 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device failed calibration. It was reported there was no patient involvement.